Manufacturer narrative:
A visual evaluation of the returned device found that the push catheter is kinked approximately at 3cm from the distal end of the push catheter. The push catheter was cut to expose the pull wire and it was observed that the pull wire was broken and due to this condition the guide catheter was detached from the delivery system and it was not returned with the device. Based on the product analysis, most likely some procedural/anatomical factors were encountered during the procedure which may have limited the overall performance of the device. A device under tortuous conditions due to patient anatomy or customer use/manipulation/maneuvering can cause the delivery system to bend/coil leading to kink the push catheter at distal section. Once the push catheter is kinked at distal section, it could restrict the guide catheter retraction at kinked section, excessive force applied to retract it and deploy the stent can cause the pull wire breakage. Therefore, ¿operational context¿ is selected as the most probable root cause for the complaint. The device history record review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. Labeling review was performed and no anomalies were found.

Event description:
It was reported to boston scientific corporation that a naviflex¿ rx delivery system was used during an pseudocyst drainage procedure in the pancreatic pseudocyst performed on (B)(6) 2017. According to the complainant, after deploying the 10f double pigtail stent, it was noticed on x-ray review that the guide catheter sheath had detached and remained inside the cyst. The physician determined ¿echo¿ would be performed to monitor the patient's condition. There were no patient complications reported as a result of this event. The patient's condition was reported to be "stable".

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a naviflex¿ rx delivery system was used during an pseudocyst drainage procedure in the pancreatic pseudocyst performed on (B)(6) 2017. According to the complainant, after deploying the 10f double pigtail stent, it was noticed on x-ray review that the guide catheter sheath had detached and remained inside the cyst. The physician determined ¿echo¿ would be performed to monitor the patient's condition. There were no patient complications reported as a result of this event. The patient's condition was reported to be "stable".